Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported that they were having pain in their back where the stimulator was coming out so had the device removed and replaced with intellis. No further complications reported and/or anticipated at this time.